Event description:
It was reported that during a routine visit in the clinic in early 2008, it was found that 6 electrode channels cannot be used. Testing was carried out which showed 2 channels with high impedances and channels 4/5 and 2/7 having short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.